Event description:
Following uae, menstruation was heavy some months with foul odor and blood clots, but they were manageable. She continues to have a foul vaginal odor that was worse during menstruation. She stopped menstruating five months ago. Just prior to and after uae, she experienced the sensation of something pushing out through her vagina. The feeling has decreased. She continues to have a foul vaginal odor. She's experiencing night sweats. She was not told the adverse effects of uae. She still has a foul odor at times with urination. She is considering myomectomy.